Event description:
While servicing electrode belt sn (B)(4) for an unrelated issue, the belt was unable to perform the detect and treat test.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, and pin 3 of d702 was found to be out of tolerance. The cause of the test failure was the pulled dn to rear te cable and the out of tolerance pin. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force. The root cause of the defective pin cannot be positively identified. No adverse event resulted from the defective electrode belt.